Event description:
Tampon user reported "during user's recent menstruation, pieces of the company's tampon have been coming apart inside the neck of user's womb causing user to have very sore and uncomfortable infection. User has now had these pieces taken out by user's g.p. (Doctor) and being treated for the infection".